Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h6 . The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progressions of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 25mm 3300tfxj aortic pericardial valve in the aortic position underwent a valve-in-valve procedure due to aortic stenosis. A non-edwards valve was implanted in replacement. The device was originally implanted for aortic valve replacement to correct aortic regurgitation approximately three (3) years and nine (9) months ago. The patient status was reported as "recovering". The device was not returned for evaluation as it remained implanted. There was no allegation of device malfunction.